Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting down. Customer confirmed pump display turned on when plugged into a power source. Subsequently, a continuous glucose monitor (cgm) error 42 occurred. The customer¿s blood glucose was 283(mg/dl). Reportedly the customer continued to use the pump for insulin therapy.